Manufacturer narrative:
Upon receipt of further information, it has been determined that this case is a duplicate of our report 3005975929-2020-00032 and should therefore be disregarded.

Event description:
It was reported that the patient underwent a revision surgery due to metallosis. X-rays taken revealed probable metallosis and possible disassociation, or at least wear, through the femoral head rubbing against the metal cup. During the surgery, the doctor noted that upon entering the hip, there was a significant amount of metallosis which required debridement, there was also significant amount of black lining metallosis around the joint, and when the hip was dislocated it was discovered that the oxinium metal head had a significant amount of metal wear with a channel worn into if from the metal of the acetabular cup. There was also significant metal debris discovered behind the acetabular component as well as significant bone loss. The explanted products were oxinium head, competitor liner and bhr cup.